Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although a cuff miss was not confirmed, a link detachment was found that would likely result in a suture retrieval issue, and would appear similar to a needle to cuff miss; therefore, the reported complaint is confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to the circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.